Event description:
It was reported that the cylinders of this inflatable penile prothesis (ipp) because the cylinders were shredded and had a leak. The device was explanted and replaced. There were no patient complications.

Event description:
It was reported that patient underwent an inflatable penile prothesis (ipp) surgery as the previous cylinders implanted were shredded and had a leak. A new ipp was implanted. There were no patient complications.